Manufacturer narrative:
The tandem t:slim x2 pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer did not observe insulin dripping out of the infusion tubing during the load fill tubing sequence. A new infusion tubing was loaded; however, the customer was still unable to view drops of insulin coming out of the end of the tubing. The customer changed the cartridge and infusion tubing which resolved the issue. Insulin delivery was resumed. The customer's blood glucose level was 250 mg/dl. Reportedly, the customer attributed the elevated bg level to be due to the supplies being in use for approximately 3 days. To address the bg level, a correction bolus was delivered via the pump.